Manufacturer narrative:
Exemption no. E2013025 original reporting time frame january 1, 2016 to february 28, 2016 correction: g5 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions : potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. 1750, 2475 = "l" 2993 = "nl" exemption e2013025 the total number of events for product classification code otp is 9. Qty 3- avaulta plus biosynthetic support system- anterior, sterile qty 3- avaulta plus biosynthetic support system- posterior, sterile qty 2- avaulta solo biosynthetic support system- anterior, sterile qty 1- avaulta solo biosynthetic support system- posterior, sterile h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported in the patient's medical records that as a result of having the product implanted, the patient has experienced posterior vaginal erosion and perineal relaxation with subsequent excision of the posterior vaginal wall segment with attached underlying mesh, vaginal vault prolapse and mesh failure with recurrent rectocele requiring removal of the previous mesh and rectocele repair with insertion of another mesh.

Manufacturer narrative:
Exemption no. E2013025 original reporting time frame january 1, 2016 to february 28, 2016

Manufacturer narrative:
Exemption no. E2013025. Original reporting time frame january 1, 2016 to february 28, 2016. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption no. E2013025 original reporting time frame january 1, 2016 to february 28, 2016 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption no. E2013025 original reporting time frame january 1, 2016 to february 28, 2016 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption no. E2013025 original reporting time frame january 1, 2016 to february 28, 2016 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.